Event description:
Literature: murphy, p.m., macsullivan, r., spinal cord stimulation for refractory angina pectoris: a shocking experience. Neuromodulation, vol. 7, no. 4 (2004). Doi: 1094-7159/04. Summary: a (B)(6) man with a 16-year history of angina pectoris was implanted with scs. Approximately four months post-implant, the patient was fishing on a boat. As the boat passed close to a high-tension electricity substation, he experienced a tingling and burning sensation in his chest and felt as if he was about to be thrown from the boat. As this unusual event affected no other member of the fishing party he attributed it to the presence of the spinal cord stimulator, which he subsequently switched off with complete resolution of these symptoms. Although content with his pain control, he subsequently decided to avoid travel anywhere in the vicinity of high-tension electrical sources. Event reported: one (B)(6) male patient with a history of angina pectoris was implanted with a spinal cord stimulation (scs) device. The patient was reportedly in a boat which passed close to a high-tension electricity substation, at which time the patient reportedly experienced a tingling and burning sensation and felt as if he was about to be thrown from the boat. The reporter stated that the patient experienced a ¿sensation of extremely enhanced stimulation¿ in the area covered by the scs device. The sensation was also described by the reporter as an ¿electrical shock.¿ it was noted that there was full resolution of symptoms once the stimulator was switched off. The patient was reportedly content with his pain control and subsequently decided to avoid travel anywhere in the vicinity of high-tension electrical sources. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Date of event: the actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID: 3887, product type: lead. (B)(4).